Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 37754 serial# (B)(4) product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain. It was first reported that the patient received an eri message however later on patient sent a text to the manufacturer representative (rep) with a picture showing a message with the code 376. The rep stated that the patient thought that the message might have been eri but it appeared that it was in fact a 376 error for the recharger antenna. Patient also reported she had to turn stimulation up because she could not feel any stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.